Event description:
A (B)(6) male patient called zoll customer support to report that his battery wasn't charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery ack sn (B)(4) has been completed. The reported problem (not charging) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a discharged battery tri-cell. The root cause for the discharged cell could not be positively identified. No adverse event resulted from the defective battery. The patient received a replacement battery pack.